Manufacturer narrative:
The stimulator and ipg plug were returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported that the pt experienced a warm/burning sensation at the stimulator pocket site when the stimulator was turned on and during charging. The stimulator was sensitive to palpation. The pt also experienced erythema, new pain, sensory changes, and shocking. Reprogramming was attempted (2008.) The pt continued to experience a warm sensation in the pocket when the device was turned on. A surgical revision was performed and the rechargeable stimulator was replaced with a non-rechargeable unit. At the replacement surgery, it was discovered that the stimulator was sitting in a pool of fluid. The physician wondered if the device was heating improperly, and this was magnified by the fluid in the pocket. Following replacement the pt recovered without sequelae.